Event description:
This customer reported that the device gave an error message for pacer/pads during opcheck.

Manufacturer narrative:
(B)(4): this customer reported that the device gave an error message for pacer/pads during opcheck. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.